Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient. It was reported that they were in a car accident and broke their neck. The patient stated that they were getting an MRI to check their neck and lead, but mostly to check their neck. It was reported that the procedure was due to a problem with the device or therapy. MRI guidelines were reviewed with the patient. It was noted that the issue occurred on (B)(6) 2016. No related symptoms were reported. Indications for use are spinal pain and rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.